Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon evaluation of the returned colonovideoscope, foreign mater was observed on the device grip, forceps channel port, scope cover, right/left knob, up/down knob, control section, universal cord, switch box, video cable and electrical contact of video connector. There was no report of patient involvement.